Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/spinal pain. It was reported that the patient needed an adjustment because the implant was not working. Patient stated she needed stimulation in her legs. Patient stated in the call several times that she would just want the device out as it was not working. Patient stated she needed more stimulation in the legs and the back. Patient ended call as patient services (pss) reviewed process of paging representatives. Pss was not able to clarify all events as patient ended call. No symptoms were reported. No further complications were reported/anticipated.